Manufacturer narrative:
Additional b5 narrative: the device was stored properly. The doctor was mynx certified. There was no damage to the packaging. The device was opened properly. The patient was not hospitalized. Please note update to the UDI# in section d4. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Prior to use, the sealant on a 6/7f mynx control vascular closure device expanded and the catheter was cracked. There was no reported patient injury. The device was stored properly. The doctor was mynx certified. There was no damage to the packaging. The device was opened properly. The patient was not hospitalized. The product was not returned for analysis. A product history record (phr) review of lot f2132604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves cracked-during prep¿ and ¿deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the information provided suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
Prior to use, the sealant on a 6/7f mynx control vascular closure device expanded and the catheter was cracked. There was no reported patient injury. The device was thrown away.

Manufacturer narrative:
This device is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.